Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was extracted due to an infection. During the extraction procedure it was discovered that the leads were "heavily calcified." The right atrial (ra) lead, the competitors right ventricular (rv) lead and competitor ICD were all extracted with no replacement system at this time. The ra lead was analyzed and tested out of specification. No further patient complications have been reported as a result of this event.